Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d1, d2a, d2b, d4, g4, h.6, h11. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported rupture. This record is for the right side. Device was explanted. Patient had capsulectomy treatment.

Event description:
Patient reported rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.